Manufacturer narrative:
Immucor technical support used a remote electronic access method on (B)(6) 2017 to assess the unexpectedly negative instrument test well image outcomes in question, and the wells in question appeared visually positive. An immucor field service engineer (fse) visited the customer site to assess the testing instrument in question on (B)(6) 2017, and determined that the instrument in question was operating as expected.

Event description:
On (B)(6) 2017, a customer site reported to immucor technical support an unexpectedly negative antibody screen when tested on a galileo echo.